Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented during follow-up with the device in back-up mode with two months left before the device should have reached the elective replacement indicator (eri). The physician elected not to replace the device at this time and the patient was stable.